Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2005 the patient underwent following procedures: 1) l4 gill laminectomy with bilateral l4-5 "fasciectomies and foraminotomies" with foraminal decompressions. 2) l4-5 posterior lumbar interbody fusion with rhbmp-2/acs bone morphogenic protein and morselized local bone in "lordotic depuy brantigan" carbon fiber interbody cages bilaterally. 3) l4-5 "depuy expendium di titanium pedicle screws". 4) intraoperative fluoroscopy for placement of interbody cages and pedicle screws. Preoperative diagnosis: 1) l4-5 spondylolisthesis with spondylosis and gross instability. 2) low back pain and radiculopathy. Per op notes: once the decompression was complete a bilateral discectomy was preformed art l4-5. The plif instruments were used to distract the l4-5 interspace. Shavers, cupped curettes and pituitary pullers were used to thoroughly debride the disc space and remove all disc material from the end plates. Once the disc was fully removed the wound was irrigated. A 13 mm high anteriorly x 11mm high posteriorly and 11mm wide x 25 mm length "brantigan" carbon fiber interbody cages were used. They were packed tightly with morselized cancellous local autograph from laminectomy. Rhbmp-2/acs sponges were then placed into the anterior and middle disc space. The "brantigan" cages were impacted into the l4-5 dis c space bilaterally under fluoroscopic guidance. Once in position and the position was satisfactory on the ap and lateral fluoroscopy rods were placed in the pedicle screws. The screws were placed in compression and secured to the rods bilaterally. Fluoroscopy showed good reduction of spondylolisthesis. It was reported that the patient experienced unspecified injuries due to rhbmp-2/acs.